Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the electrode implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system migrated toward the xiphoid. This was identified through chest x-ray. A procedure was completed to permanently fixate the electrode tip back in position. No additional adverse patient effects were reported.